Event description:
Device 2 of 3 : reference MFR. Report:1627487-2019-00403, reference MFR. Report:3006705815-2019-00105. It was reported the patient was experiencing ineffective stimulation. As a result, the patient underwent a drg trial and had the scs system explanted and replaced with a drg system.